Event description:
It was reported that this procedure was to a lesion with heavy calcification in the right coronary artery (rca). The 2.5 x 23 mm xience prime stent delivery system (sds) was advanced via direct stenting, but could not cross the lesion. The device was withdrawn from the patient anatomy and dilatation was performed with an unspecified 2.5 x 12 mm balloon. The same 2.5 x 23 mm xience prime sds was re-inserted and attempts were made to cross the lesion, however were unsuccessful. No force was applied during the unsuccessful attempts to cross the lesion. The xience prime stent was withdrawn from the patient anatomy, during which, resistance was felt with vessel. A 2.25 x 23 mm xience prime sds was advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance/cross and difficult to remove/resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported that the device was withdrawn and re-inserted, which does not appear to have caused or contributed to the reported difficulties. The IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.

Manufacturer narrative:
(B)(4). No predilatation, re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.